Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during the radical resection of low rectal cancer surgery, after fired, noted two staples malformed with straight leg. Used suture to oversew. There was no patient consequence reported. No additional information could be provided.